Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 49 mg/dl. The patient treated with poptarts and grape soda. His blood glucose increased to 371 mg/dl. Troubleshooting was declined for the low blood glucose; the customer blames his low blood glucose on not eating enough. The insulin pump was not returned for analysis.